Manufacturer narrative:
Exemption number e2017017. Siemens healthineers malvern USA (importer) is submitting the report on behalf of siemens gmbh, (B)(4) (manufacturer). The issue was investigated in detail. The investigation showed that the joystick of the concerned unit was not equipped with a dead man grip ("dmg") as it was not available for the basic units and was considered state of the art at the time the system was delivered (2nd edition of iec). Certain system control elements, in this case the joystick, can be worn out over time due to consistent use. Therefore, after the intended use the joystick did not return to the neutral position. The system continued to tilt; and the operator had to stop the tilting movement manually. The movement could also be stopped by pressing one of the emergency stop buttons. According to service information the problem was resolved by replacing the joystick at the facility. The dmg function is still not available at this customer site as it is not compatible with the hardware version of the basic unit. The spare part consumption of the "joystick module 4 unit tilt" (material number 10357929) shows low values and no general product problem was identified. This report was submitted august 14, 2017.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Additional information was requested by siemens factory experts. The investigation is on-going. A supplemental report will submitted if additional information becomes available this report was submitted july 18, 2017. (B)(6).

Event description:
It was reported that a table of the axiom luminos drf tilted to a minus direction. The operator had to stop system movement and activate control buttons to move the table to a plus direction. There are no injuries attributed to this event. The incident occurred in (B)(6).